Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than product such as surgical mistake, patient medical history, bone condition, or patient behavior.

Event description:
The pt developed an infection in tooth location 12 after being implanted for over one (1) year. The doctor indicated infection and bone condition as contributing factors for implant removal.